Event description:
It was reported that stent damage occurred. A 3.00x20 mm promus element¿ plus stent was selected to treat the target lesion. During unpacking of the device, it was noted that the stent was damaged. No patient complications were reported.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. Stent profile: a visual examination of the crimped stent found the proximal portion of the crimped stent was damaged with stent struts lifted upwards from the stent profile. During examination of the returned device, the undamaged crimped stent had an od of 0.0405". The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is: 0.048". The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube shaft kink 175mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x20 mm promus element plus stent was selected to treat the target lesion. During unpacking of the device, it was noted that the stent was damaged. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).